Event description:
Reporter indicated that pt's physician believes that their lead may be broken. Reporter also indicated that physician reportedly plans to perform surgery to confirm. Follow-up with pt's last known physician revealed that they had not seen the pt in some time and was not aware of the alleged lead break.